Event description:
Reporter called stating she is having issues with the delivery. When she pushes down the counter moves and the indicator is reading zero but there is still medication in the canister. She states there also seems to be a container defect.